Event description:
Deep brain stimulator placed for essential tremor. Pt developed infection ~ 2 months later. Pt did not want device removed, was treated w/oral antibiotics but developed an infection higher up the leads. Physician insisted removal was only alternative. Minimum of 6 weeks to lapse post-removal and post-antibiotics before replacement of a device.====================== health professional's impression======================pt chart indicates the following: postoperatively pt had some pain and it was thought to be at least somewhat infected. We did not want to take any risks with this so we ultimately recommended removal of her internal pulse generator, exploration of leads and extension, replacement of generator in a different location.